Event description:
It was reported that the patient was reprogrammed multiple times and high impedances were still noted on the paddle lead. A fluoroscopy was taken and revealed that electrodes had fallen off and the lead was fractured. The paddle lead was replaced and the patient was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021 during database download.